Manufacturer narrative:
The reported event of a sideport detachment and guidewire insertion difficulty could not be confirmed. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The sideport detached from the sheath. Further information regarding the event has been asked.